Event description:
(B)(4) report ((B)(4)) submitted by an attorney states that a patient had pain, popping/clicking/clunk while walking. It was noted there was some "uncoverage of the superolateral acetabulum." By 2012, patient had severe constant pain radiating into the thigh, and metal levels were elevated. Patient was revised. It was noted that the joint capsule was full of dark grey fluid and there was a large amount of metallosis in the joint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.